Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, increased high voltage lead impedance was observed. Patient is currently hospitalized for heart failure and dyspnea. Patient was scheduled for follow-up. No further information is available.